Event description:
Patient was revised to address pain in knee. Xrays showed tibial component collapsing into varus, with the fluted stem starting to perforate the canal laterally. The tibial tray was also loose at the cement/bone interface. Depuy cement was used at the time of original implantation. Osteolysis was also reported.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. Review of the supplied x-rays confirmed subsidence of the tibial tray and the tibial stem appearing to have deformed the cortex of the lateral tibial canal. A complaint database search finds no other related reported incidents against the provided product and lot combination since its release for distribution. The root cause of the patient¿s reported tibial collapse and is not clear from the provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.